Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of catheter kink was not determined due to lack of clinical details, no product returned for analysis. The cause of delivery was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
H6 updated. The investigation is still ongoing.

Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The clinic reported that the implanting physician attempted to place the impella cp; however, during insertion, a kink was identified in the catheter, making it impossible to advance and implant the pump. The team opened a second impella cp, which was successfully inserted without further difficulty. The patient did not experience any harm related to the defective pump, and support was continued appropriately. The reported events include product damage, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.